Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. Measurement testing was performed and no issues were identified relating to measurement accuracy. The unit was determined to be fully functional..

Event description:
The customer reported the readings seem to be out of spec. No patient impact or consequences were reported.